Manufacturer narrative:
The test strips were requested for investigation. The product is not expected for return. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The alleged meter results were 8.3 inr and 3.4 inr. The patient stated the result of 8.3 inr was recorded in the meter memory as 8.0 inr without the ">" sign. The laboratory result was 1.9 inr.

Manufacturer narrative:
The test strips were requested for investigation. The product is not expected for return. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The alleged meter results were 8.3 inr and 3.4 inr. The patient stated the result of 8.3 inr was recorded in the meter memory as 8.0 inr without the ">" sign. The laboratory result was 1.9 inr.